Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails are bent won't fit h blocks both arms very wobbly. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. Both seat rails were bent inwards, causing them not to settle properly into the h-block. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Complaint of "frame or crossframe is bent and the seat rail is not aligning with the socket cup " was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails are bent won't fit h blocks both arms very wobbly. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. Both seat rails were bent inwards, causing them not to settle properly into the h-block. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Customer has a wheelchair that the frame or crossframe is bent and the seat rail is not aligning with the socket cup in the front of the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer has a wheelchair that the frame or crossframe is bent and the seat rail is not aligning with the socket cup in the front of the chair.